Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. It was reported the cause of the distal type I endoleak is unknown as the patient was lost to follow up.

Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm whereby three gore® excluder® aaa endoprostheses were implanted. The patient was reportedly lost to follow up after implant. On an unknown date approximately 2-3 years ago, the aneurysm reportedly measured 7 cm with no evidence of endoleak. It was reported it is unknown if the aneurysm enlarged between this time point and the initial treatment. On (B)(6) 2017, follow up imaging identified a distal type I endoleak associated with the pxc181200 on the right, aneurysm enlargement to 13 cm, and dilation of the right common iliac artery (rcia) to 3.5 cm. It was reported the cause of the endoleak and amount of enlargement of the rcia is unknown as the patient was lost to follow up. On (B)(6) 2017, an intervention whereby a gore® excluder® iliac branch endoprosthesis (ibc) and gore® viabahn® vbx balloon expandable endoprosthesis (vbx) were implanted into the right internal iliac artery. It was reported that final angiography showed a small type iii endoleak between the ibc and vbx devices. The cause of the endoleak is reportedly unknown. The procedure was concluded with no further treatment, and the patient tolerated the procedure. Around (B)(6) 2017, an abdominal ultrasound showed the endoleak had resolved, with the maximum aneurysm size decreasing from 13 cm to 10 cm. It was reported the patient was discharged in good condition. No further adverse events were reported.

Manufacturer narrative:
(B)(4). Refer to field for the results of the imaging evaluation. The conclusion code remains unchanged

Event description:
On (B)(6) 2017, follow up imaging identified a distal type I endoleak associated with the pxc181200 on the right, aneurysm enlargement to 13 cm, and dilation of the right common iliac artery (rcia) to 3.5 cm.